Event description:
The customer reported that when powered on the ventilator was alarming with a message that the backup battery is not connected. The ventilator was not in use on a patient therefore there was no patient involvement. The manufacturer's service technician was able to duplicate the reported event. The service technician reported upon power on via ac power the ventilator displayed a message 'backup battery not connected', indicating the backup battery was not detected during power on self test due to a low capacity for use. Review of the ventilator log history indicated a 24/12 volt power failure occurrence. The service technician replaced the power supply and backup battery to correct the findings. Applicable final testing was completed and tests passed to operating specifications.